Event description:
According to the information received, a 30 mm amplatzer setal occluder (aso) was attempted to be implanted, but was mis-sized. A 36 mm aso was then selected and implanted. Shortly after being released from the delivery cable, the 36 mm aso embolized. The patient was taken to surgery for device removal. The patient's defect was closed using a patch.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder (aso) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 12f torqvue loader without any deformities. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure .the cause of the embolization remains unknown.